Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the puncture needle is leaking at the hub, they opened 3 kits from the same lot number and had all the same issues. The patient was reported as fine." Associated complaint 9680794-2026-00260, 9680794-2026-00259 .